Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is (B)(6) 2023. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that the initial surgery was performed via posterior fusion on 02-(B)(6) 2023, with the screws and hooks in question. In the surgery, the screws were inserted t10-l5, and fusion was performed with the hooks. After the initial surgery, the screws and hooks on l4 and l5 were loosened. The second surgery was performed via posterior fusion on (B)(6) 2024. In the surgery, the surgeon cut the rod between l3 and l4 internally and did not deploy cephalad of l3. The screws in l4 and l5 were replaced, and after insertion of s1 and s2ai screws, the rods were connected at l4-s2ai. The surgeon attached the universal connector to the rod of the cut l3 section and another universal connector between the l5 and s screws, connecting the upper and lower sections with the rod. The surgery was completed successfully. No further information is available. This report is for an unk screw. This is report 2 of 4 for (B)(4)..